Event description:
A report was received that a patient had a pocket revision due to the ipg sitting on a nerve and causing discomfort. The physician moved the pocket higher up, from the lower right buttocks to above the waistband. The patient is reportedly doing well.